Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin 1 on u1 keypad assembly. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer was unable to clear the alarm. Customer was performed self test and it did not pass. Customer stated that there was crack at reservoir side of insulin pump. The customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.